Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 hose is leaking is not accepting parameter changes. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was observed that the ui assy gasket missing. The rse provided the customer parts ID for the gasket, cord, bezel (ui, rear bezel) to be replaced. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The customer replaced the gasket, cord, bezel (ui, rear bezel) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.